Manufacturer narrative:
Correction: h6 - health effect - impact code - should be "4636 - unexpected diagnostic intervention" instead of "4641 - unexpected medical intervention".

Event description:
It was reported that the patient presented remotely via merlin.net and the pacemaker exhibited marker anomaly. The patient was then presented via follow up clinic and upon interrogation the pacemaker exhibited telemetry issue. The session was ended and the pacemaker was re-interrogated to resolve the issue. The patient was in stable condition.